Event description:
It is reported that a patient was implanted on unknown date in (B)(6) 2013 with a multi-loc proximal humeral nail. Patient returned to surgeon on unknown date; surgeon found the nail had cut-out of the humeral head. Patient returned to the operating room on (B)(6) 2013 for the removal of the multi-loc nail and 5 screws. It is not known if the patient was revised to further instrumentation. This report is for unknown locking screw x 2. Incomplete part number reported 04.005.4xx. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient ID # (B)(6). This report is for unknown locking screw x 2. Incomplete part number reported 04.005.4xx. Unknown implant date in (B)(6) 2013. Investigation could not be completed and no conclusion could be drawn as no device was returned and not lot number or part number was provided. Placeholder.